Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the armada 35 was prepped per the instruction for use (IFU) and advanced to the target lesion. However, once the balloon was deflated, a leak was noted from the hub. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the leak in the hub allowing fluid to leak when the device is pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be variability in the gluing process during manufacturing. The issue will be addressed per operating procedures. The performance of these devices will continue to be monitored.